Manufacturer narrative:
Costomer has discarded the failed syringe, but investigation has begun with the aid of pictures and additional inquiry of event with the customer. Customer responses to addtional inquiry: customer believes that the incidents were caused by the syringe and not the tube set because post-injection the blood leaked outside the syringe and within the injector cartridge. This ceased once switched to spike. Injected into patient it was then lifted to remove and disconnect to patient and found leakage during removal process. Customer was told it occurred 3 times in early september by her staff, this was not reported to guerbet.

Event description:
This incident was reported by a facility in bendigo, australia on 01 september 2022. The reporter states that the illumena linden luer syringe with handifl straw ref 900103 device used for lv injection. Following injection blood noted to have leaked outside of linden luer syringe and into injector pump. Problem occurred further 3 times in following week. Items removed from circulation. Noted that able to push the plunger forward with fingers when empty which is unusual to be able to do and not possible when comparing ref 900103s. Patient was connected. The procedure was completed. There was no harm or injury to the patient or user reported.